Event description:
When rn connected cardiac output cable to a swan ganz catheter transducer end 3 pin port, one of the male pins bent on the swan, thereby causing no readings to be displayed on the pt. Monitor. Pin straghtened by bio med, otherwise new swan ganz catheter would have to be inserted into pt.